Event description:
It was reported that the lead was removed due to loss of capture and a drop in r-waves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.